Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported issues with recharger over the last several months. Patient stated they started getting shocks when charging. Patient confirmed they have a thin piece of clothing between recharger and skin. Patient will try charging with a belt. Patient will call back if issue persists. The patient reported difficulty charging the implanted neurostimulator. Patient stated recharger battery lights were "dancing". Patient stated over the past several months it has taken longer and longer for recharger to charge ins. Additional information was received from the patient. It was reported that the sensation was no only felt during recharge sessions. A layer of clothing was used and the recharger belt was used. However, neither resolved the issue. The cause of the difficulty charging wasunknown. When asked what the most likely cause was the patient reported they think defect did hard reset but not that much better but a little. They reported the belt helps but still takes forever to connect.

Event description:
Additional information was received from the patient. Atient states still having problems and has called before, charger not connecting to ins or to recharger app, and screen shows not found. The caller states this has been happening on and off since having it. During the call, pss recommended the patient first connect the recharger to ins before using the recharger app. The patient used the recharger belt and was able to connect to the ins and recharger app with no issue. The caller states they will be seeing the urologist today and would like to have him take out the rechargeable ins and replace them with non-rechargeable ones.

Manufacturer narrative:
Concomitant medical products: product ID wr9220 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.